Manufacturer narrative:
Evaluation summary: the distal body assy has been replaced. Correction information: h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Accessory in op.channel - replace. Strong leak - a02 - impossible to test other parts this event occurred at the time of during use. There was no report of patient harm.